Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon first interrogation, the programmer stated that the pacemaker needed a reset. After resetting the device, auto implant detection was not accessible. The physician would like to know if the pacemaker is still safe to implant and if the pacemaker will still pace in uni+bi configuration after lead connection.

Event description:
Reportedly, upon first interrogation, the programmer stated that the pacemaker needed a reset. After resetting the device, auto implant detection was not accessible. The physician would like to know if the pacemaker is still safe to implant and if the pacemaker will still pace in uni+bi configuration after lead connection.

Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized and its normal functioning was restored.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon first interrogation, the programmer stated that the pacemaker needed a reset. After resetting the device, auto implant detection was not accessible. The physician would like to know if the pacemaker is still safe to implant and if the pacemaker will still pace in uni+bi configuration after lead connection.